Manufacturer narrative:
The pt's age was reported as "over 50" years. The lot number, 633351, provided by the end user could not be confirmed; therefore, the device mfg date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation catheter, was returned and was visually inspected. Horizontal separation was observed approx 2 mm long, at the distal anchoring balloon bond. No other visible damage or imperfections were observed. Functional testing confirmed the horizontal separation. While filling the anchoring balloon, water began leaking from the separation at the distal anchoring balloon bond. The compression balloon filled, no leaks were observed, and pressure was maintained. There was no problem found with the compression balloon and the heat exchange cartridge was not returned for analysis. Further analysis confirmed that there were no issues with the catheter distal tip bond and there was no pitting observed on the catheter shaft. The reported problem "low water pressure" reading was not confirmed since the failure was isolated to the anchoring balloon water system. (B)(4).

Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the console displayed a low water pressure reading. The operator added water to the heat exchanger but observed the same low water pressure reading again. The case was completed with another of the same device. There were no further complications, and the pt's condition was listed as "fine". The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of anchoring balloon failure. The MDR is based upon the evaluation results.